Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a small radial tear was noticed following laser assisted cataract surgery. A sulcus lens was placed to successfully complete the surgery.